Event description:
The respiratory therapist called the patient's family who stated that they did not have any problems with the ventilator. They had returned the ventilator for routine maintenance only.

Event description:
It was reported that the ventilator shut down and restarted three times. The ventilator was not connected to a patient when the reported problem occurred. The patient's family stated that they did not have any problems with the ventilator. They had returned the ventilator for routine maintenance only.